Manufacturer narrative:
(B)(4). Date of initial report: 07/21/2016. The incident sample has been requested but to date has not been received for evaluation. The lot number is also unavailable. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a total laparoscopic hysterectomy, a piece of the device detached within the patient. The piece was retrieved and no patient injury occurred. The device was thrown away and is not available.